Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Representative from (B)(6) called to say the customer is getting high results with the control test and it is reading out of range. Call back to customer on (B)(6) 2016, voicemail left. Customer returned call on (B)(6) 2016. Customer was concerned since the control solution was out of range. Customer was also concerned with the result of 53 mg/dl in the meters memory and said it was low and out of the range. The customer's expected fasting blood glucose test result range is 100 - 121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date undisclosed and open vial date is (B)(6) 2016. Customer stated that is testing fasting in the mornings. The meter memory readings provided by the customer,no other information provided: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:environmental testing conditions.

Event description:
Representative from (B)(6) called to say the customer is getting high results with the control test and it is reading out of range. Call back to customer on 8/26/2016, voicemail left. Customer returned call on (B)(6) 2016. Customer was concerned since the control solution was out of range. Customer was also concerned with the result of 53 mg/dl in the meters memory and said it was low and out of the range. The customer's expected fasting blood glucose test result range is 100 - 121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date undisclosed and open vial date is july 2016. Customer stated that is testing fasting in the mornings. The meter memory readings provided by the customer,no other information provided: 5 results of the meter (B)(6).